Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient¿s healthcare professional (hcp) was concerned the therapy may not be working. The patient stated they were too sick, had 20 years of illness, wasn't urinating as much as they should, wasn't feeling well, and had their implant on a lower setting. No device issues or further complications were reported or anticipated.